Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 275cc smooth mentor memorygel breast implant experienced bilateral rupture of implants postoperatively. The patient was also diagnosed with the autoimmune disease thrombocytopenia by a hemotologist. As a result, the patient underwent explantation without replacement on (B)(6) 2021. This medwatch report is for the right-sided implant.